Event description:
During the initial implant procedure, the suture sleeve of the right atrial (ra) lead slid along the lead following sutures being tied down. The suture sleeve was replaced and the ra lead was successfully implanted. The patient was in stable condition.